Event description:
It was reported the pt experienced persistent discomfort at the ipg pocket site. The pt believes the ipg is too big for her and causes the discomfort. The ipg was explanted and replaced with a smaller model.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.